Manufacturer narrative:
Manufacturing year 2006. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with peripheral diffuse lamellar keratitis (dlk) in both eyes. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Patient reported symptoms are not interfering with daily activities. It was reported the dlk resolved on (B)(6) 2017. The account said that they have performed an extensive cleaning of the surgery room as well as changed instrument cleaning techniques. They've not experienced any dlk since. Bcva from (B)(6) 2017: right eye pre-op 20/20 -1.00 x .00 x 90, left eye pre-op 20/20 -1.00 x .00 x 90. Bcva from (B)(6) 2017: right eye post-op 20/20 .00 x .00 x 90, left eye post-op 20/20 .00 x .00 x 90. This report is for the excimer laser. A separate report is being submitted for the intralase laser.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted. In the initial report it was reported that the manufacturing date for the system was 2006 however, the manufacturing site has provided the date as 2008 (only year provided).